Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implantation procedure, had experienced a significant loss of long-distance and middle-distance vision, although they retained the ability to read up close. The vision remained unclear, with persistent haziness and cloudiness. The consumer also reported about consistent floaters and surprising flashes in the corners of both eyes. The consumer had underwent surgery for a retinal tear and vitreous hemorrhage a five weeks after intraocular lens (iol) implantation procedure and also underwent yttrium aluminum garnet (yag) laser surgery was performed. Even after 14 months after procedure, the issues were persistent at the time of reporting. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information received stating that eye drops were used as medical intervention.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(Method code changes from b17 to b20. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaints the lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was received from the implant faculty. No issues were reported at the time of the implant. The patient¿s visual acuity was reported as ucva 20/20 after the lens implant. The reporter was the patient. The lens was implanted (B)(6) 2023. The patient issues started (B)(6) 2023. The patient indicated they had a retinal tear, which was operated on (B)(6) 2023. They also had a vitrectomy six months after the implant. Patient was encouraged to speak with their surgeon regarding the continuing issues since the retinal tear occurred. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that, it had been over two years since the multiple surgeries. To date, none of the items below had improved. Both eyes continue to have floaters on a consistent basis. Both eyes remain cloudy at all the times, regardless of time of day or conditions.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).